Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a low out of range right atrial pacing impedance measurement. The field representative reported no noise was exhibited. This ICD remains in service. No adverse patient effects were reported.